Event description:
The following info was reported to kci by the nurse: the pt was on v.a.c. Therapy for an abdominal wound from (B)(6) 2014. The week of (B)(6) 2014, the pt underwent a surgical procedure to open a closed abdominal wound in order to rule out an abcess, and the surgeon allegedly observed a foreign material alleged to be v.a.c. Dressing. Date not provided. On (B)(6) 2014, the following info was reported to kci by the nurse: a foreign material was removed via surgical excision. Date and lot number unk. On (B)(6) 2014, the following info was reported to kci by the physician's receptionist who reviewed the physician's documentation from the pt's medical record: the foreign material was surgically excised on (B)(6) 2014. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore, a device history review could not be performed.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.